Event description:
It was reported to tyco/kendall healthcare in 2005 that a customer had a problem with the argyle dual lumen PICC catheter. The customer alleges "while attempting to change out the PICC line due to leakage the nurse slightly pulled back the catheter and it broke off lodging itself in the pt's arm. A bedside surgical cut down procedure was performed and the piece was removed. The pt has since recovered and gone home."